Event description:
It was reported via clinical study that the patient underwent a shoulder replacement procedure. At a later date, the patient experienced a dislocation. The patient stated that the event occurred while walking their dog, with no associated pulling or trauma, and that the shoulder ¿just came out.¿ the patient was treated with a closed reduction performed under anesthesia. The device remains implanted and the outcome is considered resolved. No further information is available.

Manufacturer narrative:
D10: 300-01-11 - humeral stem or stemless. 320-42-00 - eq reverse 42mm humeral liner +0: (B)(6). 320-10-00 - eq reverse tray adapter plate tray +0: (B)(6). 320-01-42 - eq reverse 42mm glenosphere: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-15-08 - sup/post aug plate, r rs glenoid baseplate: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.